Event description:
The patient reported that the needle button popped out for period of 2 weeks approximately 5 times. The patient stated that the needle button popped out, one time when the seat belt hit the v-go device but not the other times. The patient wears the v-go on her abdomen.